Event description:
A report was received that the patient was experiencing pain at the ipg site and there was hematoma. The physician believed that the pain was due to the position of the ipg. No device malfunction was suspected. The patient underwent an ipg revision procedure and was doing well postoperatively.